Event description:
It was reported that the pt underwent a secondary surgical procedure for adjacent level disease after the index surgery for tlif at l2-s1 using posterior fixation and an unspecified interbody cages. While the surgeon was inserting the peek implant at l1/2, the implant broke into 2 pieces. Both pieces were removed. Another cage was used without incident. The same inserter was used with no issue. No other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Revision for adjacent level disease.

Manufacturer narrative:
(B)(4): visually confirmed posterior portion of implant is fractured into multiple pieces and broken. The fracture surface appears to be a fairly brittle fracture with no indication of fatigue. The cracked portion of the implant is bent inferiorly. The implant appears to have broken due to compressive overload during insertion. Per event info, after replacing the broken implant, another implant was successfully implanted, without noting any add'l changes to endplate preparation, implant sizing, or distraction; this suggests technique as the possible mechanism of failure. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.